Event description:
It was reported that during a treatment procedure, deflation difficulty and balloon rupture occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the non-calcified and tortuous arteriovenous fistula. The 8.0 x 60/135 (4f) sterling balloon catheter was used during the treatment procedure when it was reported that the balloon had trouble inflating (numerous inflations) and also would not deflate (contrast was not coming out of the balloon). It was further reported that the balloon ruptured after being inflated 10-12atms for approximately 30 seconds. The device was removed intact. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood visible in the wire lumen. Examination of the device revealed the distal portion of the balloon was extending over the tip. The shaft was stretched and kinked in numerous locations throughout the entire length of the catheter. Magnified inspection revealed that the proximal balloon bond was detached/separated from the shaft and the inner shaft was detached/separated 16.5cm distally from the guidewire exit notch. Functional testing could not be performed due to the received condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over (B)(6). (B)(4).

Event description:
It was reported that during a treatment procedure, deflation difficulty and balloon rupture occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the non-calcified and tortuous arteriovenous fistula. The 8.0 x 60/135 (4f) sterling balloon catheter was used during the treatment procedure when it was reported that the balloon had trouble inflating (numerous inflations) and also would not deflate (contrast was not coming out of the balloon). It was further reported that the balloon ruptured after being inflated 10-12atms for approximately 30 seconds. The device was removed intact. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.